Event description:
It was reported that the patient reported a few days ago that he was not hearing well. The implant was reviewed by the local programmer today. The patient is no longer hearing with his device. Testing shows that the device has malfunctioned.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.